Event description:
Information received indicates the bed has no functions except the foot in and foot out.

Manufacturer narrative:
The technician found all of the up valves were sticking. The technician replaced all of the up valves to repair the bed.